Event description:
It was reported that the programmer had loss of communication (electrically) intermittently due to the electrical connections where the patient cables, stylus pen and radio frequency programmer head attached to it. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of intermittent loss of communication but did find that the radiofrequency head connection of the programmer was loose and therefore the link electronic module board was replaced and calibrated. The hard drive was also reconfigured and the software loaded to a new version. It was also found that the keyboard latch was broken and therefore the keyboard was replaced. (B)(4).

Event description:
It was reported that the programmer had loss of communication (electrically) intermittently due to the electrical connections where the patient cables, stylus pen and radio frequency programmer head attached to it. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.